Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008. Inratio 4.9, 4.2. Lab 3.7, 2.9.

Manufacturer narrative:
End-user at time complaint was filed: see scanned table. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The result are not considered discrepant within the context of the document variability for inr testing. Therefore, further testing is not required at this time. Products will be tested when returned.